Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the user interface (ui) to stack flex cable assembly. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while pacing a patient the display on their device went white and none of the buttons on the keypad would respond when pressed. `white display is indicative of a device lockup condition that could delay, or prevent, defibrillation from being delivered. No further details about the patient or event were provided.